Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient to the clinic for follow-up. During examination, the patient experienced pocket stimulation. The pulse generator exhibited backup vvi operation upon interrogation. After a device software download, normal function resumed.